Event description:
A triple lumen catheter was being placed over a guide wire. As the physician was withdrawing the wire, it became difficult to remove. When traction was applied, a "pop" was heard. The catheter and wire were removed. The wire was damaged but intact.